Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented for a device change-out due to normal eri, high capture threshold and decreased r-wave amplitude were observed. The lead was explanted and replaced. The patient was in good condition post-procedure.